Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. It was stated that the button error did not occur after the moisture damage. Advised to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Findings: the button error alarm was due to the moisture damage on keypad traces. There wasn't any moisture damage on the electronic noted. The insulin pump was received with minor scratches on the display window. The reservoir tube lip was cracked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).